Manufacturer narrative:
(B)(4). G2: foreign - united kingdom g2: literature - bhalekar, r. M., wells, s. R., matthew nargol, m., shariatpanahi, s., nargol, a. V. F., waller, s., wildberg, l., tilley, s., & langton, d. J. (2024). Aseptic loosening of the option stemmed tibial tray in the zimmer nexgen lps total knee arthroplasty system. The knee, 47, 1¿12. Advance online publication. Https://doi.org/10.1016/j.knee.2023.12.004. H6: proposed component (annex g) code is mechanical (g04) - femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00194. 0001822565-2024-00196.

Event description:
A journal article was retrieved from the knee (2024) that reported a study from the united kingdom that used total knee arthroplasty (tka) explant analysis to trend polyethylene (pe) wear patterns between posterior-stabilized (ps) and cruciate-retaining (cr) designs. The study reviewed 73 explanted nexgen fixed-bearing tkas (42 cr and 31 ps) used in combination with the option stemmed tibial tray. (Cement information not provided in the article). Patients were divided into two cohorts of aseptic loosening as reason for revision and all other reasons. Of the ps group, there were 15 males, 16 females, with a mean age of 68 years at the time of revision (range, 51-81 years), and a median duration in vivo of 5.0 years (range, 4.1-6.0 years). Of the cr group, there were 18 males, 24 females, with a mean age of 66 years at the time of revision (range, 40-84 years), and a median duration in vivo of 4.3 years (range, 1.6-6.0 years). The study reported 15 patients in the cr group were revised due to pain and stiffness. Attempts have been made and no further information has been provided.